Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported a left side ¿have a sickness that the doctors can't tell me what it is¿, ¿one side uncomfortable while sleeping, capsular contracture baker grade IV", and "unsatisfactory results¿. Device remains implanted. The following events are not device related¿vertigo, dizziness¿ and "tingling all over my body¿.